Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the middle of the night, the tubing detached approximately 6 inches below the connector needle and the same issue occurred the following morning. The patient was unsure about how it happened. Patient's blood glucose level was in 300 mg/dl range on both occasions. The patient changed the infusion set and resumed insulin. The patient did not notice any damage when the package was first opened. No further information available.